Event description:
Foley was in place for less than 24 hours. When nurse attempted to deflate balloon the balloon would not deflate. Foley had to be cut in order to remove it. The patient was not negatively impacted.